Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause for the reported event cannot be confirmed; however, it appears to be related to patient factors. Per the information provided upon placing the first string sutures the surgeon noted that the cardiac tissue was friable (¿like butter¿) and the patient was reported to have history of intermittent steroid use. The device is not available for evaluation; however, there was not allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences clinical specialist report, when the surgeon was placing the first purse-string sutures in the left ventricular apex for a transapical tavr procedure, he noted that the tissue was "like butter" and was not holding sutures very well. They continued on with suturing and then with insertion of the ascendra sheath. The tissue was very friable and there was significant bleeding throughout the case. The valve was deployed without incident. During sheath removal and closure, the tissue continued to tear. The patient developed st elevations, thought likely due to anemia, and 4 units of packed red blood cells and 2 units of platelets were given intra-operatively and cardiopulmonary bypass was initiated through the right femoral artery and vein. The st elevations resolved and the apex was able to be closed satisfactorily. She was then weaned off bypass and was transferred to the ICU in a stable condition. She was extubated the following morning and ambulated without incident.